Event description:
Customer reported that only the escape and down buttons on the insulin pump's keypad were working. Customer did not recall any significant events leading up to this event. Blood glucose level was 158 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no button response due to unlocked keypad connector on lcd board. Insulin pump received with cracked reservoir tube lip.